Manufacturer narrative:
Cmo determined that the root cause could have been during syringe production, after inspecting the retained samples and doing a random check during production, this was considered to be an isolated incident. No abnormalities were found for lot 59683 during inspection. Another check on the needle capping/polybag packing process will be checked again in 3 months.

Event description:
A pharmacist from (B)(6) pharmacy reported that a pharmacy technician ((B)(6)) was stuck by an uncapped syringe needle through the polybag. The syringe cap was sealed inside of the polybag but the cannula was exposed resulting in a finger stick on the left index finger. The pharmacy technician did not seek medical attention. (B)(6) pharmacy dispenses the syringes by polybag based on the prescription given, which causes the pharmacy technician to handle the polybags.

Manufacturer narrative:
Production records investigated for lot number 59683. The testing showed no indication of abnormalities or malfunction at time of production.

Event description:
A pharmacist from southlake pharmacy reported that a pharmacy technitian (j.s.) Was stuck by an uncapped syringe needle through the polybag. The syringe cap was sealed inside of the polybag but the cannula was exposed resulting in a finger stick on the left index finger. The pharmacy technician did not seek medical attention. Southlake pharmacy dispenses the syringes by polybag based on the prescription given, which causes the pharmacy technitian to handle the polybags.